Event description:
It was noted that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified inner shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 7atm within several seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.